Manufacturer narrative:
Additional narrative: patient¿s weight is unknown. Date of postoperative screw breakage is unknown. This report is for two (2) unknown 2.4mm va locking screws. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI number is not available. Implanted on an unknown date. The shafts of the two locking screws remained in the patient, as such devices are not considered as explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of plate and screws on (B)(6) 2017 due to broken screws and nonunion of the talonavicular joint. The variable angle (va) locking x plate, four (4) 2.4mm variable angle (va) locking screws, and one (1) 4.5mm headless compression screw were implanted on an unknown date. Two of the locking screws and the one (1) headless compression screw were discovered broken. The shafts of the two locking screws remained in the patient. The patient was revised with bme staples and vivigen bone graft was used at the site. The calcaneocuboid (cc) joint was also fused with vivigen bone graft. The surgery was successfully completed with no delay. The patient outcome was as expected. Concomitant devices reported: 2.4 mm va locking screws (part# unknown, lot# unknown, qty 2), va locking plate (part# 02.211.202, lot# 9260633 unknown, qty 1). This report is for two (2) unknown 2.4mm va locking screws. (B)(4).